Manufacturer narrative:
Although the report mentioned several devices were affected by the communication issue, the customer did not indicate which devices had delay in dispensing medication other than the device s/n (B)(6) which is captured under this report. Attempts have been made to obtain clarity and additional information, but no response have been received to date. Additionally, the issue was reportedly resolved after rebooting the devices but the issue was traced to the hospital's network system (non-bd device/3rd party software issue).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was offline and not communicating. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple devices were in offline and not communicating. A technical support specialist confirmed that the customer rebooted the device and the device was communicating. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was offline and not communicating. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.